Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - no record found for serial number 014261. This unit is beyond integra's seven (7) years recommended life cycle (manufactured in 2018). Complaint not confirmed via inspection of the unit, no issues observed. Evaluation found when the unit is properly positioned and put under pressure the unit would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A neuro coordinator reported that the a1059 mayfield modified skull clamp slipped and caused laceration. A (B)(6) year old male patient undergone a posterior cervical procedure on (B)(6) 2020. He was positioned supine on the stretcher and three pin headrest was applied. He was then flipped prone onto the operating table. The skull clamp was attached to the 360 base unit and the head was positioned. After the head was positioned, the slip was recognized. The patient had laceration (unspecified) which was stapled to close. They repinned the patient and proceeded with the surgery with no further complication. There was a 10 minutes surgery delay. Additional information received on 10sept2020 indicated that the malfunction happened immediately after positioning the patient prone. The patient had approximately 1 to 2cm laceration that was stapled to close. The surgeon applied between 50 to 60 lbs pressure. After the skull clamp was reapplied to 60 lbs, the case went as planned.